Manufacturer narrative:
Correction: the correct patient's date of birth in a2 is february 07,1951; not july 02,1951 as previously reported in MDR [6000034-2025-02497] submitted on july 17,2025.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain/non-auditory sensations and performance decrement with a device use. Subsequently, the device was explanted on (B)(6) 2023. The patient was reimplanted with another cochlear device on (B)(6) 2023. Additional information has been requested but has not been made available as of the date of this report.